Event description:
It was reported that a smiths medical medfusion 4000 pump when administering medication and flushes. Right away the pumps sound an alarm which starts to beep infusion almost complete" or occlusion-check infusion line". No adverse patient effects were reported.